Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was critically ill while using the device, which is misuse of the device. The sensor was inserted into the skin. On 12/01/2023, it was reported that the patient¿s cgm was reading 125 mg/dl and the bg meter was reading 300 mg/dl. No patient symptoms were reported. The patient self-treated with insulin for the high bg level. The patient waited for approximately three hours to see if her bg would stabilize, however, it remained elevated. Therefore, the patient drove herself to the ER. At the ER, the patient was treated with unspecified vitamins/supplements and IV fluids for hydration. No medications were provided to the patient as she has chronic liver failure (pre-existing condition). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.